Event description:
On january 30, 2012, the lay-user/patient contacted lifescan australia alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of '6.8 and 5.4 mmol/l' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. There is no evidence, however, that the alleged issue contributed to a serious injury. During the time of concern, the patient's blood glucose was tested on a doctor's office meter and a result of "5.4 mmol/l" was obtained. The patient was advised by a doctor to test herself the following day as treatment. Based on the meter result(s) that she had obtained, the patient felt tired and stressed. At one point, the patient reportedly obtained a bg result of "3.5 mmol/l" on the subject meter. However, since the patient claimed that the meter was allegedly reading approximately "2.0 mmol/l" higher than other meters, she felt as though her actually reading of "3.5 mmol/l" was probably more like "1.5 mmol/l." The patient's doctor reportedly informed her that if she had obtained a result of "1.5 mmol/l" she would be dead. The patient did not report receiving any medical treatment. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The subject meter was returned to lifescan on (B)(6) 2012. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2012): additional information/device evaluation: the test strips were evaluated by lfs product analysis and the following was observed: with control solution performance testing, the meter did not display control solution under the result reading as expected. A blank space indicates incorrect detection of the control solution sample applied.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA 510 (k) # is k093745.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.